Event description:
Pt under went insertion of cannon ii plus in (r) neck. Taken to ICU post op. Pt was found in pool of blood during assessment. It was found that venous port clearly broken off at device. Unable to clamp off to control bleeding. Physician remvoed the line. Ebl due to the broken line. More than 1 litre. Vitals -1545-82/71 p-99; 1640-broken line discovered; resuscition begun; 1658-pt expired.